Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was not generating retic results after bec field service engineer (fse) performed preventive maintenance on the instrument. Customer reported that there was a clear fluid leak. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. The fse found that the blue I-beam tubing came off the back of the mixing chamber. The fse reseated the tubing and verified instrument operation.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).